Manufacturer narrative:
Citation: faroux et al. Radiation exposure during transcatheter aortic valve replacement: impact of arterial approach and prosthesis type. Ann thorac surg. 2021 may;111(5):1601-1606. Doi: 10.1016/j.athoracsur.2020.06.114. Epub 2020 sep 17. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding impact of transarterial approach and prosthesis type on physician and patient exposure to radiation during transcatheter aortic valve replacement (tavr). All data were collected from two centers between february and july 2019. The study population included 140 patients (predominantly male, mean age 81 years), 38 of which were implanted with medtronic evolut r or evolut pro bioprosthetic valves. No unique device identifier numbers were provided. Among all patients, adverse events included: valve-in-valve implant for an unspecified reason. Based on the available information medtronic product may have been associated with the adverse event(s). Other potential adverse events for both physicians and patients included stochastic effects (e.g. Cataracts, tumors) related to elongated x-ray exposure which was the focus of the study. No additional adverse patient effects or product performance issues were reported.